Manufacturer narrative:
Intermittent act button due to moisture damage on keypad trace. No moisture damage noted on the electronic assembly or motor assembly. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. Customer does not recall any significant events leading to the error, but indicated that the pump got wet. Customer's blood glucose was 368 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.